Event description:
Reporter stated that user's finger was stuck with broken glass from glass ampule of control. User cleaned off finger, but then went to ER that night because finger started t hurt. ER personnel removed rest of glass from user's finger, and the finger was bandaged.